Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. The lead was successfully repositioned. No additional adverse patient effects were reported.